Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
It was reported the patient noticed a change in efficacy. It was noted the patient¿s implantable neurostimulator (ins) was at 2.64 volts. The reporter stated that last year the ins was at 2.64 volts. It was noted the patient¿s family did not think the ins was working. It was further noted the patient was programmed to 4.0 volts, 60 microseconds, 185 hertz, one side monopolar, and one side bipolar. The reporter stated therapy impedances were normal on what was programmed, but some of the other contacts had high impedances. Additional information was requested, but was not available as of the date of this report.